Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during infusion, the pump was under-delivered, which resulted the patient had to hospitalized for observation and required medical intervention. This is a high-priority issue that prevents device operation and interrupts therapy. There was patient involvement, and no harm was reported.